Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the failure of the glue securing the remote manager side panel, which led to its detachment and subsequent drawer malfunctions. The field service engineer prepared to remount the remote manager but identified that the refrigerator powering the unit had failed and required maintenance before the repair could be completed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es glue holding the remote manager side panel failed. The customer stated that they had to access the medications from another pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es glue holding the remote manager side panel failed. The customer stated that they had to access the medications from another pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.